Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 jaw boot dislodged, but did not detach. This occurred while in the leg. A new kit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the tip of the cold jaw silicone boot was peeling. The heater hook was coming out of the hot jaw silicone boot as well. The jaws were burnt. There was some evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot dislodged" was confirmed. The lot number could not be obtained so a lot history record review could not be performed. Internal file number - (B)(4).